Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with ise indirect na for gen.2 on three cobas 8000 ise module analyzers. An incorrect result was reported outside of the laboratory. This medwatch will cover the third ise module analyzer. Refer to the medwatch with patient identifier (B)(6) for information related to the first ise module analyzer and refer to the medwatch with patient identifier (B)(6) for information related to the second ise module analyzer. The sample was tested twice on the first ise module analyzer, resulting with na values of 149 mmol/l and 140 mmol/l. The sample was repeated on the second ise module analyzer, resulting with an na value of 135 mmol/l. The sample was repeated twice on the third ise module analyzer, resulting with na values of 141 mmol/l and 140 mmol/l. The sample was repeated on an unknown analyzer, resulting with a value of 138 mmol/l. The na electrode lot number was t6681.